Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side "capsular contracture baker grade IV," "anxiety," and "edema in underarms." Also reported "bii," "memory loss, extreme fatigue, digestion problems, tachycardia, swelling in ankles, extreme thirst," "leg bone pain, trouble sleeping, and swelling in the anal area" which was determined not to be device-related. Device remains implanted.